Event description:
The physician drew an hiv positive patient and had a blood exposure. Client stated blood may have leaked in the area of the sleeve or the sleeve may not have retracted causing the blood to leak into the adapter. Physician disposed of the needle and all contaminated products, as well as the gloves. Physician then picked up the holder to move it and did not notice that the holder was contaminated. The blood in the holder dripped on physician's finger, where there was an open surface wound. The physician immediately washed with soap and water two times, and started on antiviral meds. Review of database indicates no other issues concerning this production lot number. No product available.